Event description:
It was reported that during a ptca procedure, the liberte' monorail balloon ruptured. The lesion was located in the right coronary artery (rca). The number of inflations and to what atms is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "clear".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.